Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could be duplicated. It was verified that the rotor controller was communicating and no errors were present. It was verified that there was a presence of motor power. The collimator cover was removed and inspected. The stroke error was checked and found to be within specification. The collimator block was used, and the opening was checked and found to be within specification. After the previous actions, the collimator was found to be working as expected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that "error initializing collimator" was on the pendant display. The site was unable to clear the error despite shutting the system down and restarting. There was no patient present when this issue was identified.